Event description:
Customer's mother called in to report a hospitalization due to low blood glucose levels. Caller reported that when she went to change the site, she put the reservoir in and filled the tubing, but the numbers were going up fast and gave her a no delivery alarm. Twenty minutes before the hospitalization, customer's blood glucose reading was 127 mg/dl. She then ate glucose, and the blood glucose reading went up to 186 mg/dl. She may have been down in the 20s range. Customer complained of chest pains and difficulty breathing and went to the emergency room. After troubleshooting, customer rewound and reinserted the reservoir, and insulin successfully exited the tubing. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.